Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 52 mg/dl. Customer¿s other blood glucose values were 62 mg/dl and 106 mg/dl. Customer was treated with food for their low. The customer alleged that insulin pump was over delivering insulin. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.